Event description:
It was reported that during a stent procedure in a diffusely diseased rca, the stent was lost somewhere in the mid section of the vessel while attempting to overlap with the first stent that had been deployed. A dilatation catheter was used to deploy the lost stent. Reportedly, predilatation was performed with a dilatation catheter smaller than the selected multilink stent size.